Event description:
It was reported that, an 840 ventilator had a blank display when device was turned on. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were updated and installed the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.